Event description:
Bronchoscopy, rt thoracotomy, rt lower lobe wedge. Plcr60g was fired and staples did not form properly. The lung was bleeding and had to be corrected using 3-0 vicryl to close defect.